Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. The investigation is unable to conclusively determine a wear rate as the date of insertion is not known. A warsaw and intl complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.